Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-08903 and 2134265-2015-08904. (B)(4) clinical study. It was reported that myocardial infarction and the death occurred. In (B)(6) 2015, clinical assessment indicated that the patient's qualifying condition was the admission myocardial infarction. The patient then underwent an urgent/emergent percutaneous coronary intervention (pci). Target lesion #1 was an in-stent restenosis located in the distal saphenous vein graft (svg) at the first obtuse marginal artery with 95% stenosis. The lesion was 24mm long, with a reference vessel diameter of 2.25mm. The thrombolysis in myocardial infarction (timi) flow was 2. There was mild vessel tortuosity, with thrombus present. Target lesion #1 was treated with predilation using a 2.5mm balloon catheter at 10 atmospheres and insertion of 2 overlapping 2.25x28mm and 2.25x20mm promus premier stents with 0% residual stenosis and with timi 3 flow. Post dilation was not performed. Target lesion #2 was an in-stent restenosis located in the mildly tortuous proximal svg at the first obtuse marginal artery with 95% stenosis and with timi 3 flow. The lesion was 8mm long, with a reference vessel diameter of 2.50mm. Target lesion #2 was treated with predilation using a 2.5mm balloon catheter at 10 atmospheres and insertion of a 2.25 x8mm promus premier stent with 0% residual stenosis and with timi 3 flow. Post dilation was not performed. The procedure also included use of a non bsc laser atherectomy device with multiple passes throughout the vessel. Then a 2.5x10mm non bsc scoring balloon catheter was inflated at 10 atmospheres along the course of the vessel. Then a 2.25x12mm nc-quantum rx balloon catheter was advanced inflated at 10 atmospheres along the course of the vessel. Repeat angiography revealed continued disease. Therefore, the laser atherectomy device was re-advanced and multiple passes were again performed. Repeat angiography showed gross improvement in flow. At this point, the study stents were implanted and repeat angiography following 200mcg of intracoronary nitroglycerin showed gross improvement in flow. The intervention was assessed as successful. Three days post index procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2015, the patient experienced myocardial infarction. The location of the myocardial infarction was not identifiable. The patient presented primarily for worsening bilateral thigh pain and transient alteration of awareness. In the emergency department, the patient also reported having experienced diffuse chest pain, diaphoresis, cough, and shortness of breath the previous day. Electrocardiogram (ECG) showed 1mm st depression in v1 and v2, with reciprocal depression in v5 and v6, with poor r-wave progression. Although similar morphology was seen on a prior ECG, the current ECG showed greater change. The subject was therefore admitted for acute coronary syndrome (acs) vs. Peripheral vascular disease (pvd). Dry gangrene of the left lower extremity was noted with no evidence of infection. The patient reported compliance with aspirin and ticagrelor. In the emergency department, the patient was treated with aspirin, ticagrelor, atorvastatin, heparin drip, and an integrilin drip. On the same day, the patient was taken to the cardiac catheterization laboratory, but the procedure was aborted when the patient declined medical therapy. On the following day, the event of myocardial infarction was assessed as resolved. Vascular surgical services were consulted and the patient agreed to above the knee amputation (aka) but on the day of the procedure, the patient refused to consent. Ten days post hospital admission, the patient was again taken to the cardiac catheterization laboratory again recanted consent. On the same day, the patient was transferred to the coronary care unit for acute onset of respiratory distress requiring bilevel positive airway pressure (bipap). A chest x-ray showed possible right upper lobe infiltrate, but there was no increased wbc count and no fever. The b-type natriuretic peptide (bnp) was >90k, with the patient needing to sit straight up in bed to breathe on bipap. The differential diagnoses were pulmonary edema, aspiration, bacterial pneumonia, and hemorrhage (2 u rbc over prior 4 days). Treatment included reinstitution of antibiotics, lasix, duonebs, and bipap. On the evening of the same day, the patient then complained that she could not breathe. Oxygen saturation was 100%, on bipap at 50% and vital signs were within normal limits. With an unspecified nebulization treatment, the patient indicated her breathing had improved. Approximately two hours later, the patient was speaking to a nurse when her heart rate dropped, with bradycardia in the 40&#38126; the patient then became unresponsive and had pulseless electrical activity (pea). Cardiopulmonary resuscitation with intubation was initiated to treat the initial pea that was followed by various rhythms of ventricular tachycardia, torsade, and ventricular fibrillation. Treatment included approximately 15 external shocks, amiodarone, and multiple rounds of epinephrine, sodium bicarbonate, calcium, and magnesium. Revascularization was not pursued and the patient later died on the same day. The immediate cause of death was cardiac arrest due to the underlying causes of non-st elevation myocardial infarction (nstemi) and coronary artery disease. An autopsy was not performed.